Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next meter was tested with the in-house contour next test strips from lot # 0lpec42b using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly marked as blood tests in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer ran a blood test on the contour next meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. No specific reading was provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.